Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria is applicable to this event. Equivalent rpns verified for regulatory clearance checks. PMA/510(k) # k121430. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x evo-fc-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device it was noted that the lockwire was in place on return. The red shuttle deployment marker was at the front of the handle. There was no stent exposure on return of the device. Damage was noted to the flexor, a kink was evident approximately 146-148cm from the tip. It was not possible to deploy or retract the stent so the handle was dismantled during lab evaluation, it was seen that the flexor was intact and had not broken. An attempt was made to manually deploy the stent but resistance was felt and it was not possible to do so. The flexor was cut above the kinked point on the flexor and it was determined that the stent could not be released due to the kink. It was then possible to remove the stent from the system to show that there was no issue with the stent. The customer complaint was confirmed as the flexor was kinked. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, it is possible that the flexor became kinked on insertion into the scope. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During stent releasing the introducer was broken.